Event description:
It was reported that the handpiece began leaking a black liquid during preparation for a surgical procedure. The substance came out of the top of the handpiece. There was no pt involvement so no pt contact or injury. There was no user injury reported or any adverse consequences reported as a result of the event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device leaking was confirmed. Based on the investigation details, the likely cause was problems with the sag head and bearings, which were each replaced along with the other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.